Event description:
Customer reportedly obtained results of 91 mg/dl, 70 mg/dl, and 114 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.